Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system was unable to obtain an anterior posterior (ap) image. It was reported that the navigation system could pull lateral images. It was noted that a plastic block was originally in the view, once removed, the lateral images could be pulled. It was reported that the navigation system functioned as designed, though when moving forward to lateral images, the dots were washed out and the image was not well defined. It was noted that the location was filled with saline to help with the image acquisition. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.